Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant and replaced by a smaller size of the same model device. It was learned on (B)(6) 2011, through a response from the surgeon that the 2900-23mm was explanted at implant due to sizing and was not due to a device malfunction. On (B)(6) 2011, the sales rep describes the event as follows: "[doctor] implanted a perimount 23 mm into a female patient with a calcified right coronary. Once the aorta was closed, he found that a part of the aorta was dissected so he decided to implant a smaller size. Therefore, he explanted the perimount 23 and implanted a perimount 21".

Manufacturer narrative:
Additional manufacturer narrative: model number: this device is not distributed, marketed or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device is unavailable for return. Op report was requested, but not provided. The report of event states that this was a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, without return of the device, the root cause for explant of this device cannot be confirmed.